Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels four about one week leading up to the call. Blood glucose level at the time of the incident was over 200 mg/dl. Blood glucose level at the time of the call was 280 mg/dl. The customer reported performing multiple set changes, but was still unsure whether or not the insulin pump was delivering properly. Customer reported treating with manual injections. During troubleshooting, the insulin pump failed the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.